Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f pinnacle sheath. Peri-procedure, the patient was anti-coagulated with angiomax, brilinta and aspirin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU. The balloon was pulled back to the arteriotomy, temporary hemostasis was achieved and the shuttle handle was advanced until resistance was felt. The physician felt a stop which lead him to believe that he was at a definitive stop. The physician withdrew the sheath and noted that the white advancer tube was not showing and only the balloon wire was visible. The white advancer tube was still inside the black sealant catheter cartridge. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. A femostop was then placed as a precaution due to the patient's activated clot time being a 390 and the prior day the patient's inr (international normalized ratio) was very high. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1324201) indicated that the device lot met all established performance criteria prior to shipment.